Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a white screen was not confirmed during service evaluation. The quality engineer has confirmed the reported condition was a result of the failure code 199. The assignable cause of the failure code is depleted main batteries. The main batteries were replaced to correct the reported condition. The user interface module software version is 6.13.90 a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and harness were replaced. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a white screen. This condition was found during programming/setup of the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.